Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
A recon plate installed as a temporary load sharing device during consolidation of mandible bone graft in 84-year-old patient broke after the underlying bone graft failed.